Event description:
Customer reported obtained a result of 414 mg/dl on the aviva system and was given juice by a layperson. Within 10 minutes of the first result, customer tested 122mg/dl on the aviva system, and was given 8 units of humalog by a layperson. Requested return of suspect system and replacement sent.